Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that right atrial (ra) lead had dislodged. Technical services assisted the health care professional with programming the ra lead off. This ra lead is expected to be replaced but remains implanted at this time. No adverse patient effects were reported.